Event description:
It was reported in the "world journal of urology" that a multicentric retrospective study was conducted to investigate the influence of holmium laser enucleation of the prostate (holep) on erectile function (ef) in (B)(4) sexually active patients. The study spanned from (B)(6) 2016 to (B)(6) 2017 and utilized the international index of erectile function (iief-5) to evaluate ef before surgery and at 3- and 12-months post-surgery. All surgical procedures were performed with a 100 w holmium: yag laser generator (lumenis), a 550 end-fire laser fibre with a 26 fr continuous flow resectoscope using saline (0.9%) irrigation fluid, and a versacut morcellator. The main outcome was the change in the iief-5 score, with a significant change defined as a shift of more than five points from the baseline. The results indicated that the median iief-5 scores before and after the surgery at 3 and 12 months did not show significant differences. However, within the subgroup of patients with normal pre-operative ef, a statistically significant reduction in ef was noted. Specifically, at 3- and 12-months post-operative, 15% and 16% of patients, respectively, reported a deterioration in ef, which was notably significant within the subgroup with normal pre-operative ef. Adverse events documented include a decrease in ef among 16.2% of patients, with the most significant decrease reported in patients who initially had normal ef. Also, capsular perforation with a rate of less than 4% was reported, indicating it as a relatively rare but notable complication during the holep procedure that could be explained by the nature of the procedure itself. The study concluded that while holep does not significantly impair median ef in the general cohort, it does lead to significant ef reduction in patients with initially normal ef. Overall, the study provides essential insights into the sexual function outcomes post-holep and underscores the importance of counseling patients about the potential risks of ef impairment, particularly those with normal pre-operative ef.

Manufacturer narrative:
B3 date of event: approximated.

Event description:
It was reported in the "world journal of urology" that a multicentric retrospective study was conducted to investigate the influence of holmium laser enucleation of the prostate (holep) on erectile function (ef) in 235 sexually active patients. The study spanned from january 2016 to june 2017 and utilized the international index of erectile function (iief-5) to evaluate ef before surgery and at 3 and 12 months post-surgery. All surgical procedures were performed with a 100 w holmium:yag laser generator (lumenis), a 550 end-fire laser fibre with a 26 fr continuous flow resectoscope using saline (0.9%) irrigation fluid, and a versacut morcellator. The main outcome was the change in the iief-5 score, with a significant change defined as a shift of more than five points from the baseline. The results indicated that the median iief-5 scores before and after the surgery at 3 and 12 months did not show significant differences. However, within the subgroup of patients with normal pre-operative ef, a statistically significant reduction in ef was noted. Specifically, at 3 and 12 months post-operative, 15% and 16% of patients, respectively, reported a deterioration in ef, which was notably significant within the subgroup with normal pre-operative ef. Adverse events documented include a decrease in ef among 16.2% of patients, with the most significant decrease reported in patients who initially had normal ef. Also, capsular perforation with a rate of less than 4% was reported, indicating it as a relatively rare but notable complication during the holep procedure that could be explained by the nature of the procedure itself. The study concluded that while holep does not significantly impair median ef in the general cohort, it does lead to significant ef reduction in patients with initially normal ef. Overall, the study provides essential insights into the sexual function outcomes post-holep and underscores the importance of counseling patients about the potential risks of ef impairment, particularly those with normal pre-operative ef.

Manufacturer narrative:
Date of event: approximated.

Event description:
It was reported in the "world journal of urology" that a multicentric retrospective study was conducted to investigate the influence of holmium laser enucleation of the prostate (holep) on erectile function (ef) in (B)(4) sexually active patients. The study spanned from (B)(6) 2016 to (B)(6) 2017 and utilized the international index of erectile function (iief-5) to evaluate ef before surgery and at 3- and 12-months post-surgery. All surgical procedures were performed with a 100 w holmium: yag laser generator (lumenis), a 550 end-fire laser fibre with a 26 fr continuous flow resectoscope using saline (0.9%) irrigation fluid, and a versacut morcellator. The main outcome was the change in the iief-5 score, with a significant change defined as a shift of more than five points from the baseline. The results indicated that the median iief-5 scores before and after the surgery at 3 and 12 months did not show significant differences. However, within the subgroup of patients with normal pre-operative ef, a statistically significant reduction in ef was noted. Specifically, at 3- and 12-months post-operative, (B)(4) of patients, respectively, reported a deterioration in ef, which was notably significant within the subgroup with normal pre-operative ef. Adverse events documented include a decrease in ef among (B)(4) of patients, with the most significant decrease reported in patients who initially had normal ef. Also, capsular perforation with a rate of less than (B)(4) was reported, indicating it as a relatively rare but notable complication during the holep procedure that could be explained by the nature of the procedure itself. The study concluded that while holep does not significantly impair median ef in the general cohort, it does lead to significant ef reduction in patients with initially normal ef. Overall, the study provides essential insights into the sexual function outcomes post-holep and underscores the importance of counseling patients about the potential risks of ef impairment, particularly those with normal pre-operative ef.

Manufacturer narrative:
Deslandes m, klein c, marquette t, et al. Influence of holmium laser enucleation of the prostate on erectile function: results of a multicentric analysis of (B)(4) patients. World j urol. Nov 2022;40(11):2747-2754. Doi:10.1007/s00345-022-04175-0. H6 evaluation conclusion codes (1): updated based on product investigation. D4 catalog number: corrected. D4 model number: corrected. D1 brand name: corrected. D2a common device name: corrected. B3 date of event: approximated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.